Manufacturer narrative:
Associated medwatch-reports: 9610612-2021-00304 (400507867 - sy001ts) 9610612-2021-00305 (400507868 - sy001ts) investigation results: leading device reference code sy001ts device name ennovate set screw sterile serial number n/a batch number 52627439 manufacturing date 06.08.2020 reference code sy001ts device name ennovate set screw sterile serial number n/a batch number 52513083 manufacturing date 28.03.2019 reference code device name corresponding internal (involved component) sz228r ennovate torque wrench handle 10nm the set screws arrived in decontaminated condition. Failure description except for the normal wear of explanted screws, the implant exhibit no outwardly defects. Used test- and analysis- equipment: digital-camera "panasonic dmc tz8" microscope "keyence- vhx 5000 " eq.-nr. 2000024840 we made a visual inspection of the received two set- screws. At first we investigated the hexagon of screw "a". The hexagon of this screw exhibit no signs of wear or damages which were signs for a not correct applied hex- key. In the next step we investigated the bottom of the screw. Here we found star shaped signs of abrasion, caused by a slipped rod. In the next step we investigated the hexagon of screw "b". Here we found no signs of wear or damages. The bottom of screw "b" exhibit semicircular wear pattern which is a hint for a not correct tightened screw over a not correct (tilted) placed rod. Batch history review the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) 52627439 with this error pattern. There is one similar complaints against the same lot number(s) 52513083. Explanation and rationale the wear pattern on the bottom of the set screws are a sure hint for tightening the screws over a not correct (tilted) applied rod. A material failure or a manufacturing error can be excluded. Conclusion and root cause due to the current deviation and according to the explanation and rationale, the root cause of the problem is most probably usage-related. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, the screw loosened 6 weeks after surgery. L1-l3, ennovate mis and t-space peek. Initial surgery date: (B)(6) 2021. Revision surgery: (B)(6) 2021. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2021-00304 ((B)(4) - sy001ts), 9610612-2021-00305 ((B)(4) - sy001ts), 9610612-2021-00306 ((B)(4) - sz228r).